Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported via a medwatch report, that the disposable distal scope cap broke off inside of a patient's oral cavity and the pharynx needed to be removed with rat tooth forceps. Two additional caps broke, but came out with the scope. The issue was found during a therapeutic endoscopic gastric peroral endoscopic myotomy (g-poem) procedure. The patient was under anesthesia. There were no reports of patient harm.this report is related to the following linked patient identifiers: (B)(6) fell in patient) and (B)(6) (broke in scope).

Manufacturer narrative:
This supplemental report is to provide a correction to the pervious initial report MDR as a non-reportable malfunction was reported. The initial medwatch reported that during a therapeutic endoscopic gastric peroral endoscopic myotomy (g-poem) procedure two additional caps broke but came out with the scope. The patient was under anesthesia and there were no reports of patient harm. The broken cap inside the scope is not considered life-threatening, nor did it lead to a permanent impairment in the patient. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.